Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button 1 of a 6/7f mynx control vascular closure device (vcd) could not be pressed during the procedure. Manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use. The procedure was a percutaneous coronary intervention (pci) performed using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm, and the puncture site did not have visible calcium or plaque. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been closed with any closure device within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The physician achieved certification on the use of the mynx control venous vcd and has used the device several times prior to this procedure. There were no visible signs of device or package damage prior to use. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the button 1 of a 6/7f mynx control vascular closure device (vcd) could not be pressed during the procedure. Manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use. The procedure was a percutaneous coronary intervention (pci) performed using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm, and the puncture site did not have visible calcium or plaque. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been closed with any closure device within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. There were no visible signs of device or package damage prior to use. Additional information was requested but not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open with an attached cordis mynx syringe. The sealant was present in its manufactured position, fully covered per the sealant sleeves. In regards of the sealant sleeves conditions, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was not retracted and deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended deploying the sealant and the balloon got retracted respectively. After the tension indicator was aligned by pulling in a distal direction the distal tip and the button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it passed functional analysis with no resistance or anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since the button was able to be fully depressed during analysis. However, procedural/handling factors, such as the incorrect alignment of the tension indicator prior to attempting depression, are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button 1 of a 6/7f mynx control vascular closure device (vcd) could not be pressed during the procedure. Manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use. The procedure was a percutaneous coronary intervention (pci) performed using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm, and the puncture site did not have visible calcium or plaque. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been closed with any closure device within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The physician achieved certification on the use of the mynx control venous vcd and has used the device several times prior to this procedure. There were no visible signs of device or package damage prior to use. The device will be returned for evaluation.